Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels range (56-300 mg/dl) the customer would consume glucose tablets and change infusion set, bolus to stabilize bg levels. The customer stated to suspect the infusion set and pump settings to be the cause of fluctuating bg's. However, it was not confirmed. The customer stated since switching infusion sets has had no more issues. Reportedly, the customer will speak with health care provider about possibly changing pump settings. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.